Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: gynecological procedure. Event description: [translation] on (B)(6) 2023, in the gynaecological surgery department, the tip of the trocar bent during insertion. Another trocar of the same reference was used successfully. There were no consequences for the patient. This was an isolated incident. Additional information received by applied medical rep via email on 13-sep-23: they will try to have the information but it was in gynecologia. The tip is folded. The tip is folded without particulation. Just folded. No pieces fell into patient. Yes they stop the insertion. No robotic case. Intervention: change of device. Patient status: no consequences for the patient.

Event description:
Procedure performed: gynecological procedure. Event description: [translation] on (B)(6) 2023, in the gynaecological surgery department, the tip of the trocar bent during insertion. Another trocar of the same reference was used successfully. There were no consequences for the patient. This was an isolated incident. Additional information received by applied medical rep via email on 13sep23: they will try to have the information but it was in gynecologia. The tip is folded. The tip is folded without particulation. Just folded. No pieces fell into patient. Yes they stop the insertion. No robotic case. Intervention: change of device patient status: no consequences for the patient

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a fragment. Visual inspection confirmed the complainant¿s experience of a bent obturator tip. Testing was performed on the event unit and found that the wall thickness of the obturator met specifications. Based on the description of the event and condition of the returned unit, it is possible that the obturator tip bent as a result of the surgeon's method of insertion. However, the exact root cause of the bent obturator tip is unknown. The obturator tip likely fractured as a result of extended lipid exposure while in transit to and storage at applied medical. This event was reported based on the initial observation of the fractured obturator tip on the returned unit. However, based on further evaluation of the returned unit, applied medical determined that this event is not reportable as a bent obturator tip is unlikely to cause or contribute to death or serious injury and the fractured obturator tip likely occurred after the event unit left the user facility. The bent obturator tip is unlikely to particulate and would likely be removed from further usage by the user. [Correction] device code in section h has been updated.